Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check belt messages) has been confirmed. Upon investigation the monitor failed incoming functional testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the wires within the receptacle. Additionally, the monitor was displaying a service code 204 (belt/monitor unusable) with a belt not connected due to a defective esd3 component. The root cause for the damaged receptacle was excessive force. The root cause of the defective esd3 component was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing check belt messages and that the monitor case was damaged.